Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the sonohysterography, the silicone hysterosalpingography injection catheter balloon was difficult to deflate when inside the patient. It was further reported that when the balloon resisted deflation, it increased test time and the patient experienced increased discomfort upon catheter removal from the uterus. This was reported to have occurred on multiple patients.